Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1323902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root case could not be determined.

Event description:
The following information was reported: while the device was being prepped up, the physician looked at the balloon and he could see that the balloon was ruptured and leaking. No injury to the patient. A second mynx device was used.